Event description:
It was reported that pump displayed recurring malfunction alarm malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections as backup therapy, was provided a replacement pump under warranty, and was instructed on putting pump into storage mode, programming pump settings, reconnecting continuous glucose monitor, and returning problematic pump using a prepaid label, which customer understood and acknowledged.